Manufacturer narrative:
(B)(4). Additional information: batch # m90r56. The instrument was received with the energy button detached and returned with the instrument. In addition, the electrode was slightly detached from the ceramic. Upon visual inspection to the device no anomalies were found with the top jaw as reported in the event description. The button was reattached to the instrument and tested with the gen11. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported the jaw broke off of the device. Additional product information was not available and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.